Event description:
Physician initially reported left side no complaint and later a "capsular contracture, baker grade unknown." A second physician reported "leaking". Physician observed "tear on edge of implant" during surgery. The device was replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: contra-lateral deflation.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation: observed, crease smooth opening on radius side assessed, as fold flaw opening. Additional observations: crease fold observed, wear abrasion observed, brown particles inside of the device. No further actions are required, as the device was implanted.

Event description:
Physician initially reported, left side no complaint .and later, a "capsular contracture, baker grade unknown". A second physician reported, "leaking". Physician observed, "tear on edge of implant", during surgery. The device has been explanted and replaced.